Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited increased pacing threshold measurements and increased, out of range shocking impedance measurements.